Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a tactile change issue. The keypad buttons are sticking. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/13/2013 with the following findings: the keypad cover was intact with no damage or lifting. During testing, all the keypad buttons were intermittently unresponsive and required excessive force to activate. The keypad cover was removed and evidence of contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.